Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.9-9.5cm and 10.4-10.6cm from the distal tip. The etfe coating was intact at these locations.